Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: (B)(4). Model: sc-2408-74. Serial: (B)(6). Batch: 7072651/7072291.

Event description:
It was reported that the patients implantable pulse generator (ipg) flipped and was difficult in maintaining a charge. It was also reported that the patient experienced inadequate and overstimulation despite reprogramming done. The patient was also getting stimulation in nontarget area and had pain. The patient underwent an explant procedure wherein all device components were removed. No further information has been obtained despite good faith efforts.